Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient upon the filter was placed in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter perforated an unknown location. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. The next day of filter deployment, patient experienced pain and CT scan showed perforation of one of the limbs of the filter through the aorta. Approximately, 3 years later, CT revealed multiple filter limbs perforating the ivc wall, one limb perforating the abdominal aorta. Subsequently, the filter was explanted successfully. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate (expiry date: 04/2016).

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. One day post filter deployment, patient experienced pain and CT scan showed perforation of one of the limbs of the filter through the aorta. Approximately three years later, CT revealed multiple filter limbs perforating the ivc wall, one limb perforating the abdominal aorta. Subsequently, the filter was explanted successfully. Therefore, the investigation is confirmed for filter perforation. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient upon the filter was placed in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter perforated an unknown location. The device was removed percutaneously. The current status of the patient is unknown.